Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continue to monitor for this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported that primary contact has have received concerns regarding several instances of pieces of vial stopper in medication vials (entyvio, daptomycin) when using the sol-m blunt fill needle 18g x 1 inch ref 110021 lot 05010038 expiry 2025-10-07.

Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.